Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the emergency room with syncope. A chest x-ray revealed the atrial lead had dislodged into the right ventricle. It was also found that the lead was inappropriately capturing in the wrong chamber. Lead was repositioned on 9 sep 2020. Patient condition was stable after the procedure.